Manufacturer narrative:
Concomitant medical products: n141, crt-d, implanted: (B)(6) 2015, 0181, lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) and right atrial (ra) leads were explanted due to a pocket infection. No further patient complications have been reported as a result of this event.